Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a housing separation occurred. The target lesion was located in the coronary artery. A 26 encore balloon catheter inflation device was selected and used to inflate an unspecified balloon catheter. During the procedure, while inflating the balloon at 12atm, it was observed that the housing got disconnected. The procedure was completed with another of the same device. There were no patient complications were reported and the patient's status is stable. However, device analysis revealed gauge reading inaccuracy.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed that the gauge needle was at 23atms. A functional test was carried out using the returned encore device and a test stopcock and gauge and observed that the needle increased to 26atm, when pressure was released the needle returned to 23atms not to 0atm. Manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).